Event description:
It was reported by the customer that the ECG produced a flat line and the service indicator was illuminated. It was also indicated that an error code was logged in the memory of the device, indicating a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The system pcb and user/ interface pcb assemblies were replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly. It was observed that a capacitor, designator c214, was shorted and burned. The removed user / interface pcb was also further evaluated. No failure was observed, and it was confirmed that this was an ancillary replaced part.